Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related MFR number 3006705815-2019-00403. It was reported that stimulation was decreasing by itself. Diagnostics indicated high impedance reading on a single contact. Reprogramming was unable to provide effective therapy. X-rays were taken, which showed lead migration. Surgical intervention may take place at a later date.

Event description:
Related MFR report number: 3006705815-2019-00403.

Event description:
Related MFR report number 3006705815-2019-00403. It was reported that patient underwent surgical intervention to replace scs leads on (B)(6) 2019. Effective stimulation was restored postoperatively.